Event description:
The trailing haptic of the diu375 model intraocular lens (iol) was stuck in the inserter, requiring the use of forceps for removal. There was no patient harm. The suspect iol is not available for return as it remains implanted. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Efforts were made to contact the customer account for additional information regarding the complaint, but no response has been received to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.